Event description:
Device returned to MFR for analysis with report of explant due to "roller stall". A rotor study had been conducted to confirm this fact. Catheter replaced due to "unable to aspirate csf at pump replacement". Follow up with hcp revealed pt experienced "some withdrawal - nausea and diarrhea" as well as return of pain - pt given oral narcotics to control symptoms. The pt is improving post implant of new device but drug dose is still being titrated with the new pump.